Event description:
It was reported that the device had two power on resets (por). It was noted that the patient was undergoing radiation treatment. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 MRI implantable pacing lead: (B)(6) 2012. Product event summary the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed power on reset (por) parameters. A critical ram parity error was logged on (B)(4) 2012. Por severity is considered low as device should be able to recover fully after reset. (B)(4).